Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (500mcg/ml at 148.77mcg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was in the hospital in the emergency room (ER). They did not know what the problem was. The pain pump hurt to the touch; it felt like it had dropped two inches. The patient could not touch around the abdomen on either side without crying. The lower back hurt so bad. The patient was nauseated and could not hold anything down. It started the past couple of days, relative to (B)(6) 2019. The patient did not hear the pump alarming. There were no further complications reported at this time.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the patient symptoms was not determined. The hcp was unsure if they were related to the report that the pump felt like it had dropped two inches. The hcp assessed the patient symptoms of (B)(6) 2019, and did a pump dye study on (B)(6) 2019. The hcp did not see any indication of the pump dropping. Free flow of cerebrospinal fluid (csf) was observed on the pump dye study; no dye was used. The patient symptoms had not been resolved. No pump problems were noted. There were no further complications reported at this time.